Event description:
It was reported that the surgeon modified the ramus to get the joints to fit properly.

Manufacturer narrative:
Update: d4, d6a, h4, h6. Correction: b2. The reported event is confirmed based on the analysis of the post-operative scans of the patient. A review of the manufacturing documents revealed no issues with the tmj device. The complaint was forwarded to 3d systems, who conducted a digital review and confirmed that all planning and guide design were completed correctly. In conclusion, the difficulties with fitting the stryker tmj implants were attributed to the patient's mandibular fracture during surgery, with no issues identified in the tmj device or its manufacturing. Based on the investigation, there is no indication of a malfunctioning product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaints have been added to the complaint trend.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon modified the ramus to get the joints to fit properly.